Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube, keypad and vibrator assembly. Unable to verify excessive no delivery alarm and perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer was hospitalized on 10/2014 due to high blood glucose levels. The customer also mentioned that they had gastric bypass surgery. Customer's blood glucose levels at the time of hospitalization was in the mid 200 mg/dl range. A1c levels were 7.5. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer received a no delivery alarm, and the insulin pump was exposed to moisture. Customer's blood glucose level was unknown. Troubleshooting occured. Advised insulin pump would be replaced.